Manufacturer narrative:
Investigation pending.

Event description:
Caller reported discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 2.2, lab: 1.7. Date: (B)(6) 2010, inratio: 2.4, lab: 2.0. Patient's dose was changed to 4mg/day except wednesday 6mg.